Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The stapler logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: the 8mm sureform stapler 30 instrument (part #488530-10, lot #u90220315-0013) was installed 4 times and fired 4 reloads (all white). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure, slight oozing of less than 5ml was observed from the pulmonary artery after a white sureform 30 reload was fired with a sureform 30 curved-tip stapler instrument. The surgeon used cause and applied pressure for about 5 seconds to achieve hemostasis. At this time, the cause of the patient¿s intraoperative complications is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary left lower lobectomy procedure, slight oozing was noted from the staple line after a white sureform 30 reload was fired with a sureform 30 curved-tip stapler instrument on a pulmonary vessel. The surgeon applied pressure and gauze for approximately 5 seconds to control the oozing. On 13-jun-2022, intuitive surgical, inc. (Isi) obtained additional information about the complaint. The isi surgical stapling mechanical engineer spoke with the surgeon about the event. There was no considerable blood loss observed. The pulmonary artery was slightly oozing with less than 5 ml of blood loss. The surgeon stated that bleeding from the staple line is expected and seen for all staplers. The surgeon also does not believe the da vinci procedure caused or contributed to the bleeding. The instrument was inspected by the scrub nurse prior to use and the reload was properly installed. The issue occurred when firing a white reload across the pulmonary artery which was less than 4 mm while performing a left lower lobectomy procedure. During the surgery, the stapler instrument worked and was successful. The sureform 30 curved-tip stapler instrument fired as intended and the event occurred during the second fire of this instrument. There were no error messages or obstructions such as clips, staples, or other hard material between the instrument jaws. There was no buttress material used and no malformed staples. The surgeon did not experience any clamping issues prior to firing. There was no evidence of calcified tissue, radiation, or chemotherapy prior to the procedure and there was no presence of tissue tension or bunching. The issue self resolved and no intervention was necessary. Isi has reached out to the surgeon to obtain additional information but has not yet received a response.